Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer's blood glucose level was 4.6 mmol/l. The customer reported that the insulin pump had reservoir empty alert instead of full reservoir, replace battery now alert without prior alert and the hrm task did not grant motor power in reasonable time alarm. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No battery alert noted during testing. No pump error 82 noted during testing. Motor was tested outside of the device and passed. (B)(4).